Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level at the time of incident was unknown. The customer states they have received replacement battery cap, but the issues persist. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.